Event description:
The customer reported the sys displayed a camera error. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The framegrabber 1k for ipc 1000 was replaced. The sys was then found to be working as intended.